Event description:
The arthrocare coblator wand called the procise ez-view with integrated cable, cat. #eic8875-01, was plugged into machine. The resident depressed the foot pedal to make sure the irrigation flow was ready and the tip of the wand started smoking. Health care professional's impression:overheating. Diminished suction did not adequately circulate irrigation through handpiece.====================== manufacturer response for esu handpiece, procise ez-view handpice used w/coblator ii======================sales rep provided addendum to setup procedures.